Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had a return of leaking symptoms due to a gradual change in therapy in (B)(6) 2015. The patient did not feel stimulation and the therapy was on. There were no falls or trauma related to the issue. The patient was currently on program 2 at 2.5v and increased to 3.1v and stimulation was comfortable sitting, standing, and walking. The patient felt stimulation in the correct area. The patient would leave it on the current setting and continue to track their symptoms. The consumer further reported that nothing led to the patient leaking. The patient turned it up to 2.6v and it still wasn't working. The leaking issue had not been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.